Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having an infection at the insertion site. Customer reported that there was pus at the site and she was experiencing abdominal pain. Blood glucose level was not provided. No further information was provided.